Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported the patient had an x-ray of their deep brain stimulator (dbs) device extension that produced pocket stimulation and short-circuit like issues but the impedances read normal. It was stated the issue had already been reported. Additional information received reported nothing seemed to be apparently damaged when the x-rays were reviewed. The more medial extension seemed strained. It was noted there was intermittent shocking/jolting at the implantable neurostimulator (ins) pocket site. There appeared to be a couple of sharp curves in the wire tail of the pocket adaptor.